Manufacturer narrative:
The explanted ipg passed visual, photographic and performance tests done. The battery/charge profile indicates that the ipg has been operating without any anomalies prior to the explant. During the ipg explant, the physician used electrocautery, and the device exhibits the typical electrocautery damages due to high-voltage transients.

Event description:
A report was received that the patient's ipg was not establishing communication with the remote control. The physician elected to replace the ipg. The patient is doing well following the revision.

Event description:
A report was received that the patient's ipg was not establishing communication with the remote control. The physician elected to replace the ipg. The patient is doing well following the revision.